Manufacturer narrative:
The device was not returned to stryker for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluate by the manufacturer.

Event description:
The customer contacted stryker to report that their device had an incorrect language configuration. Without appropriate language, a user would not understand the audible instructions on how to use the device properly. This may lead to defibrillation therapy being delayed or unavailable if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The reported issue was resolved by updating the lifenet preferences wirelessly. Stryker was unable to verify the reported issue, and the device remained with the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had an incorrect language configuration. Without appropriate language, a user would not understand the audible instructions on how to use the device properly. This may lead to defibrillation therapy being delayed or unavailable if needed. There was no patient involvement reported with the event.